Event description:
The customer reported that the 840 ventilator stopped cycling. Covidien tech support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was advised to replace the analog interface pcb. Covidien was not authorized to service the device.